Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the tip on the device was damaged was confirmed. An assessment was performed on the device which found that the tip was bent. It was determined that this condition was due to applying too much force while in use. The assignable root cause was determined to be component damage caused by user error, abuse, and possibly misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during sterile processing, it was observed that the tip on the crani-attachment device was damaged. The event was not related to surgery. There was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.